Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. A clinical diagnosis of a painful pocket was reported. (The device diagnosis was not applicable.) The patient reported a painful pocket on (B)(6) 2015. On (B)(6) 2016, the patient reported sharp pain and tenderness at the pocket site. The clinician ordered a pocket revision to be done at the time of replacement. A pocket revision was performed at the replacement surgery on (B)(6) 2016 and the event resolved without sequelae. The event was related to the device or therapy, not related to the implant procedure, and related to the incisional site/device tract of the neurostimulator pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.